Event description:
It was reported that the customer's insulin pump froze when she tried to change her infusion site and reservoir. Her blood glucose level was not reported. The insulin pump's keypad was not responding. She then received a button error alarm. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No frozen screen or button error alarm noted during our testing. Unable to perform functional testing due to no act button response. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.